Manufacturer narrative:
Results: the second ruby coil¿s embolization coil was intact with the pusher assembly, and dried blood was observed throughout the introducer sheath. Conclusions: evaluation of the returned devices revealed dried blood throughout both introducer sheaths. Dried blood in the introducer sheath or microcatheter may contribute to difficulties when advancing the ruby coil. If continuous flush is not used during the procedure, blood may be more likely to dry within the introducer sheath or microcatheter lumen. Further evaluation revealed the first ruby coil could be advanced through a demonstration microcatheter without issue once the dried blood was flushed out. The kinks in the first ruby coil¿s pusher assembly were likely incidental and may have occurred during packaging for return to penumbra. Further evaluation revealed the blood in the second ruby coil¿s introducer sheath could not be flushed out. Therefore, the ruby coil could not be functionally tested through a demonstration microcatheter. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the coil became stuck and would not exit the lantern; therefore, it was removed. It was also reported that the same issue occurred with another ruby coil. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.